Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked the machine and reset the connections of front end module but still problem persist. Crosschecked the same with another machine provided by customer and found it was gone defective. Required replacement for the same. Defective front end module. The fse visited the site and replaced the front end module and rectified the issue. Performed all functional and safety checks successfully. Machine was given to customer and cleared for clinical use.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) has an electrical test failure code #119. There was no patient involvement.